Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 08/06/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn: (B)(6) which did confirm similar complaint with the same or related failure mode for this customer in (B)(4) opened in december of 2020. The root cause for the reported issue that some buttons on the device were not working was not determined because no product was returned. The reported issue that some buttons on the device were not working could not be confirmed; no product was returned for investigation. No further investigation of this issue is possible at this time, and no patient impact was reported. Bd does have a field action associated with unresponsive keypads, and CAPA: pr 1120033 was opened to address this issue. The device is used for treatment purposes. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that some buttons on the device were not working. The customer replaced the front case (including membrane switch panel), performed preventive maintenance and the device passed all tests. Although requested, no further information will be provided.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information will be provided.

Event description:
It was reported that some buttons on the device were not working. The customer replaced the front case (including membrane switch panel), performed preventive maintenance and the device passed all tests. Although requested, no further information will be provided.